Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited impedance measurements of greater than 2000 ohms. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.